Manufacturer narrative:
Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history

Event description:
It was reported that the patient was no longer receiving effective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention to address this issue is planned at a later date.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced and the ipg site was relocated (reference MFR. Report: 1627487-2017-05811). Therapy has been restored. No intervention was undertaken on the leads.